Event description:
After I got saline breast implants in just 2015, I immediately noticed greatly increased anxiety and depression. Within the next few months, began having the worst panic attacks I¿ve ever had. Hyperventilating, arms tingling, crying uncontrollably, it was awful. Then after a few more months, I noticed my heart rate had increased as well as extra heartbeats. I went to the cardiologist and wore a monitor for 24 hours. The results came back that my average pulse was 100bmp¿ I am an athlete in great shape, and didn¿t even workout that day. I also had a large number of pacs but was wasn't anything to worry about. Then I had a series of strange bladder issues. I felt like I had a bladder infection, but there was no bacteria in the cultures. I think it was a flare up of inflammation in that area, it was awful. Fatigue and brain fog set in. I am now on antidepressants, anti-anxiety/muscle relaxers and adhd medicine in order to function. I also have chronic pain in my upper back, when it flares up, the spasms tighten up into my neck and give me a massive migraine.. Of which I also now have a prescription for. Before implants, I was on no prescriptions aside from birth control. Also my hair was naturally curly and has completely thinned out and lost its curl. I am waiting until I have the money to have an enbloc explant and reconstruction, insurance does not cover it, and it will cost more than double the cost of the initial implants.